Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04 h6: investigation summary eight 2000e china samples from lot 19095442 were received in sealed packaging for investigation of (B)(4). Additionally the customer provided photographs of the affected samples to assist the investigation; analysis of the photographs confirmed the customer's experience with the smartsite broken at the point where the female luer adapter (fla) meets the clear body of the smartsite. A visual inspection of the samples received did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to testing under a controlled test environment by connecting each to a 50ml bd plastipak syringe from retained bd stock and flushing with fluid; no damage or separation was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19095442 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 7-day ll vlv adpt(stand alone) sets broke during the routine infusion change, with the white end caps detaching. The following information was provided by the initial reporter, translated from chinese to english: there have been multiple infusion connector were broken in the neonatology department, and there have been multiple complaints from july to august this year.this complaint occurred on november 26, and the indwelling needle was shot on november 24. On november 26th , the infusion connector were broken occurred during the routine infusion change, and the white end caps were directly detached. The blood return was obvious. It returned to the end cap and overflowed. The nurse performed an emergency extubation treatment and notified the manufacturer. Now 25 samples of 2000e connectors have been recovered due to the special department. Bd employees could not follow the needles to see the first scene. The head nurse described that the infusions were all ordinary drugs and there were no illegal operations.

Manufacturer narrative:
2000e (B)(6) 510k: this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.- k960280. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 7-day ll vlv adpt (stand alone) sets broke during the routine infusion change, with the white end caps detaching. The following information was provided by the initial reporter, translated from chinese to english: there have been multiple infusion connector were broken in the neonatology department, and there have been multiple complaints from (B)(6) this year. This complaint occurred on (B)(6), and the indwelling needle was shot on (B)(6). On (B)(6), the infusion connector were broken occurred during the routine infusion change, and the white end caps were directly detached. The blood return was obvious. It returned to the end cap and overflowed. The nurse performed an emergency extubation treatment and notified the manufacturer. Now 25 samples of 2000e connectors have been recovered due to the special department. Bd employees could not follow the needles to see the first scene. The head nurse described that the infusions were all ordinary drugs and there were no illegal operations.